Event description:
On 12/19/2006, customer reportedly received results of 61 mg/dl and 115 mg/dl within 10 minutes on the same device. Customer felt shaky and weak with the 61 mg/dl results (symptoms match results). Customer self treated with candy. On 12/18/2006, customer reportedly received results of 285 mg/dl, 162 mg/dl, and 115 mg/dl within 10 minutes on the same device. No symptoms reported. On 12/20/2006 customer reportedly received results of 301 mg/dl and 100 mg/dl within 10 minutes on the same device. The previous readings that day were 53 mg/dl, 98 mg/dl , and 137 mg/dl within 10 minutes on the same device. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.